Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a reported heart rate of 29 beats per minute. The current electrogram indicated ventricular sensing at 73 beats per minute. The implantable cardioverter defibrillator (ICD) was at end of service (eos) and had an alert for charge circuit inactive. It was noted that the patient had a do not resuscitate order. The device remains in use. No further patient complications have been reported as a result of this event.